Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found a problem with the prewash valve and nozzle that he replaced. He ran a precision check that was within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and a questionable fsh assay result from the cobas 8000 - cobas e 602 module. The initial result was 0.354 miu/ml and the repeat result was 20.97 miu/ml.